Event description:
Per the clinic, the device was electively explanted on may 18, 2026, due to device non-use and the patient requires to undergo MRI. It is unknown if there are plans to reimplant the patient as of the date of this report.